Manufacturer narrative:
(B)(4) - (stent deployment suture broken; stent, partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02648 for the other associated device information. It was reported to boston scientific corporation that two ultraflex esophageal ng covered stents were used during a procedure performed on an unknown date. According to the complainant, the first ultraflex stent (MFR # 3005099803-2010-02648) was inserted into the patient and the physician pulled back on the cord to deploy the stent. The stent only deployed 80 percent and would not release any further. The physician tried to pull the stent out of the patient, but this caused the patient significant pain. The patient was sent to the operating room to have the first stent removed. The physician attempted to place a second ultraflex stent (the subject of this complaint) in the patient, but the deployment suture snapped off when the stent was only 10 percent deployed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.